Manufacturer narrative:
(B)(4): it was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, recurrent prolapse, dyspareunia, scarring, bleeding, incontinence, retention, bowel problems, leakage, and additional surgeries. No additional information was provided at this time. (B)(6). (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat rectocele and cystocele. It was reported that the patient underwent a hysterectomy in (B)(6) 2007. It was reported that the patient underwent a hysterectomy in (B)(6) 2007. It was reported that patient underwent tah/bso, abdominal para-vaginal repair, and a cystoscopy on (B)(6) 2007 due to dysfunctional uterine bleeding and cystocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat pelvic organ prolapse and stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time